Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging of resection lung right upper lobe cancer. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The patient outcome code grid, health impact grid has been corrected in this report. The device was returned to a third-party service center. During the evaluation of the device at third-party service center, the device was visually inspected and visible foam particles were not observed. The device's event log was reviewed by the service center and error code found. Fluid was found in contamination findings. Additionally, the patient¿s complaint was not confirmed, and the device was corrected. The evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid has been updated with additional information. In this report, box b, h has been updated/corrected.